Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported that there were intra-operative high impedances. The existing extension was plugged into the front port and 0-7 were showing impedances greater than 10,000 ohms. The rep had the healthcare professional (hcp) remove and wipe the lead and place it into the bottom port and checked 8-15 which were also showing impedances greater than 10 ,000 ohms. Impedances were checked at 0.7 volts. The rep indicated that the patient was currently on the table while they ran to their car to get another screwdriver. It was reviewed that if they are concerned about ports they can set it to 2x8 and see which ones show open versus lower values. It was reviewed to test at 3 volts. It was reviewed to check the multi lead trialing cable. The rep said that they tried that. They cannot try on the old ins because it was at end of service. It was reviewed to try and run stimulation for a few minutes to see if the values come down. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. The rep stated that they ¿check at all voltage.¿ they also stated that in order to resolve the issue they used the multi-lead trialing cable (mltc), wiped the tail of the bifurcated extension, tested before and after torquing the extension into the battery port, and tried a program post op. The rep stated that the patient did not consent to swap the extension so the physician was to reschedule. The rep reported that the cause of the high impedances was potentially a fall last winter. The patient fell directly on their back and their mom stated that the stimulation had not been right since. The rep was not able to read the battery on the day of surgery due to end of service (eos). No further complications were reported.

Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that all electrodes were high and out of range. It was noted that the current battery voltage was 3.155 volts. They stated that the patient's system would be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.